Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: the fenestrated bipolar forceps instrument was received and failure analysis found the instrument to have a broken grip at the grip base. A piece measuring approximately 14.43mm x 4.95mm in size was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument for failure analysis evaluation. However, as of the date of this report, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, a piece of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.